Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a deviation between the stylus and the cursor on the screen (diagonal from the lower left to the upper right corner) due to the touchscreen. Analysis also found the right side paper tray handle, upper right bullet, lower right bullet, and lower lerft bullet were missing. It was noted error found in the programmer software history.

Event description:
It was reported there were calibration issues between the pen and the screen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
It was noted cleaning product (fluid) had reflowed to the rf (radio frequency) head and I/o (input/output) connectors which caused corrosion on the lem (link electronic module) and mpu (main processor unit) printed circuit board assemblies.